Manufacturer narrative:
Product has been received by manufacturer, but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the wires inside the adult heated-wire circuit melted through the tubing creating holes in the inspiratory and expiratory limb while on a patient. No patient injury reported.